Manufacturer narrative:
(B)(4). Device manufacture date: unknown since lot number was not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from a male consumer who reported he experienced ocular irritation after using complete double moist for one or two weeks after he opened the bottle; he opened this particular bottle two or four weeks ago. He also noted he had the same symptoms with another bottle that he had used for one or two weeks. He sought medical attention and was told that neither his eyes or contact lenses had scratches. The doctor reportedly told him bacteria (were) breeding in his eye or on the contact lens. At the time of his call he still experienced irritation. The reporter declined any further follow up. It was unknown if treatment was provided.